Event description:
It was reported that the short interval counts (sic) is increasing slightly and there was multiple non-sustained ventricular tachycardia (nsvt) episodes detected. The pace/sense portion of the right ventricular (rv) lead was replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 4194 lead implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. Beginning (B)(4) 2014, sensing integrity counts up to 598; vt-nst episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes.